Event description:
The rep reported the device was used during a mastectomy. It was reported the mcs20 clip applier misfired. No details were provided. Another applier was opened to complete the case. There was no consequence to the pt.